Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted that the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted that the filter was tilted. No patient complications were reported. It was further reported that the greenfield filter was successfully placed and the patient tolerated the procedure well. On (B)(6) 2017, the patient underwent contiguous transaxial images that were obtained through the abdomen without intravenous contrast and oral contrast. Findings revealed that the ivc filter was in place at the approximate l2-3 level. The apex of the filter appears to be touching the posterior wall of the ivc. The apex of the filter lies at the level of the right renal vein. There is approximately 20 degrees tilt of the apex of the filter to the left and posteriorly. There is no evidence of strut breakage, migration or perforation of the wall. No structural fracturing or bending. No evidence of ivc stenosis.